Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, it was reported that a beta bionics ilet user experienced an urgent low alert during the night, though the corresponding blood glucose value was not provided. The user managed the episode with food intake and completed a full supply change after resolving an issue with the insulin cartridge dislodging during the fill tubing process. No outside medical intervention was required.